Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During procedure, it was noted that the balloon ruptured at 4 atm. However, it was further reported that all of the device components were completely and simply removed without problem. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.